Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose was giving inaccurate readings. The customer's blood glucose was 139 mg/dl and sensor glucose was 64 mg/dl at the time of incident and triggered threshold suspend feature. The customer declined to troubleshoot. The sensor will not be returned for analysis.